Manufacturer narrative:
(B)(4). Jaw, trigger. The analysis results found that the device was returned with the jaws misaligned and partially fired. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and the trigger was noted to be blocked. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, the trigger was found damaged leading the jamming of the firing mechanism. However, it could not be determined what may have caused this condition. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device would not fire. Another device was used to complete the procedure. No adverse consequences reported.